Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that the insulin pump did not turn back on after changing the battery and had a black screen. Customer's blood glucose level was 270 mg/dl. Customer's mother tried new battery and clean the cap and still display did not turned on. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement and displacement test. Device received with normal operating currents. Device monitored for several hours and no blank or black display noted. The battery tube connector plugged in properly to electrical board during visual inspection. (B)(4).